Manufacturer narrative:
The pump was received with a cracked end cap and a cracked case. The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2024 04:03:00.000. Insert battery alarm was found on: (B)(6) 2024 04:07:46.000, on (B)(6) 2024 15:57:29.000, on (B)(6) 2024 16:13:05.000. Pump error 23 alarm was found on: (B)(6) 2024 15:57:51.000. Power loss alarm was found on: (B)(6) 2024 15:57:51.000, on (B)(6) 2024 15:58:27.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm/power loss alarm were expected. After the aa battery removal, the back key was pressed for 8 sec causing the pump to shutdown. In further checking of the pump history records: battery cycle 3.0 received the low battery alert (104) on (B)(6) 2024 04:03:00 after more than 7 days at 21.73 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2024 09:01:10 faster than expected at 0.08 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 25-nov-2024 in the formatted history file. Lost sensor 1 alert (780) was found on: (B)(6) 2024 14:26:00.000. Sensor error alert (801) was found on: (B)(6) 2024 17:04:16.000, on 11/22/(B)(6) 2024 18:49:17.000, on (B)(6) 2024 18:54:17.000, on (B)(6) 2024 12:36:33.000, on (B)(6) 2024 14:41:31.000, on (B)(6) 2024 14:51:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. A high sleep current measurement was confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the bottom case of the pump during analysis. Customer alleged for charge/battery lasts less than expected/unexpected battery power loss and a high sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery now alarm, low battery alarm. Troubleshooting was performed for the bumped/dropped/cosmetic damage but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.